Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual insulin injection and delivered a correction bolus to address high bg. The cause of the high bg was unknown. A system check was performed by tandem technical support and determined that the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.